Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced safe lock adapters coming loose at the connection to a icodextrin solution bag. Upon follow up, the patient confirmed the reported fluid leak event occurred between the safe lock adapter and baxter icodextrin bag during the last fill. The patient confirmed that the cycler alarmed with an unknown alarm. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated being able to complete peritoneal dialysis treatment by taping the connection and using new supplies with the cycler. The patient is continuing with peritoneal dialysis on the original cycler without issue. The patient confirmed that the adapter was available to be returned to the manufacturer for physical evaluation.